Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information kidney disease/toxicity. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer received information kidney disease/toxicity. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's service centre for further evaluation. During the evaluation of the device at the manufacturer service centre, during the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. The manufacturer service centre concludes that they couldn't confirm the customer's allegation and unit passed final test. Device serviced by 3rdp device avail. For eval(rfb), device available for eval? Date returned to mfg, device eval. By mfg (rfb), device evaluated by mfg evaluation method code, evaluation results code, component code and conclusion code grid has been updated.